Event description:
It was reported that during a pecurtaneous coronary intervention (pci) procedure a balloon ruptured and a vessel dissection occurred. The lesion being treated was located in the mildly tortuous, moderately calcified and 90% stenotic mid left anterior descending artery. The physician advanced the 2.5x12mm maverick2 balloon to the lesion and inflated the balloon to 2atms for a few seconds on the first inflation and it ruptured. The device was removed intact, but the pt experienced a spiral dissection. The procedure was successfully completed with the deployment of a stent and another 2.5x12mm maverick2 balloon. Pt status is reported as "fine".

Manufacturer narrative:
.